Event description:
It was reported that a biliary stent opened incompletely. The stent has been released without any trouble. The physician felt no resistance and no excessive force was necessary to start the stent deployment. The tracking path to the treatment site (30 cm - 40 cm) was not tortuous. The vessel was calcified. A 6 f/11 cm introducer and a 0.035 inch/ 180 cm guidewire were used to get access through a fold of the groin. The surgeon used a balloon (15atm) to open the stent, without success. The physician then placed a steel stent, however, without success. The patient was placed on observation for 15 days. Then a medical intervention will be planned, either bypass or direct intervention on the stent.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device, currently distributed in the u.s. The complaint sample has been returned to the manufacturing site, and the investigation is currently underway.